Event description:
It was reported that this single coil right ventricular (rv) lead is exhibiting variable and high out of range shock impedance measurements. The lead impedance trend data shows the average measurement is around approximately 130 ohms with recent higher measurements of 150 ohms and 155 ohms noted. The patient was indicated to not have received a device shock. The boston scientific representative noted that this particular physician seems to have more leads with high shock impedance and indicated that they do use a lot of single coil leads. Boston scientific technical services (ts) explained that single coil leads are an important factor in higher impedances but otherwise, they have no explanation for one physician seeing more high shock impedance measurements than another. Ts further explained that the conditions for high shock impedance are often related to tissue growth on the lead and this is dependent on the individual patient. Ts discussed that when the delivered shock impedance is greater than 145 ohms, a fault occurs. Also, a truncated shock waveform occurs and there are concerns with effective energy delivery. Ts recommended performing a commanded shock delivery test to assess the shock impedance and noted that if the shock impedance rises further, it can be more difficult to rely on the test results. The representative indicated that this physician has noticed that boston scientific products have different delivered shock impedance values than some competitor products. Ts discussed that there was a recent hardware change with some boston scientific devices and though there was typically a difference in earlier device platforms, the difference has become much more pronounced. Ts also stated that the energy used is much smaller and more sensitive. Per request, ts provided the representative with additional technical information on this subject. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received indicating that the high out of range shock impedance measurements on this rv lead first occurred in 2018, have been high out of range ever since and recently reached a measurement of greater than 200 ohms. The same boston scientific representative indicated to ts that they saw the patient in the clinic earlier this month and the shock impedance was high. Ts reiterated previous discussions about this issue with the representative. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this single coil right ventricular (rv) lead is exhibiting variable and high out of range shock impedance measurements. The lead impedance trend data shows the average measurement is around approximately 130 ohms with recent higher measurements of 150 ohms and 155 ohms noted. The patient was indicated to not have received a device shock. The boston scientific representative noted that this particular physician seems to have more leads with high shock impedance and indicated that they do use a lot of single coil leads. Boston scientific technical services (ts) explained that single coil leads are an important factor in higher impedances but otherwise, they have no explanation for one physician seeing more high shock impedance measurements than another. Ts further explained that the conditions for high shock impedance are often related to tissue growth on the lead and this is dependent on the individual patient. Ts discussed that when the delivered shock impedance is greater than 145 ohms, a fault occurs. Also, a truncated shock waveform occurs and there are concerns with effective energy delivery. Ts recommended performing a commanded shock delivery test to assess the shock impedance and noted that if the shock impedance rises further, it can be more difficult to rely on the test results. The representative indicated that this physician has noticed that boston scientific products have different delivered shock impedance values than some competitor products. Ts discussed that there was a recent hardware change with some boston scientific devices and though there was typically a difference in earlier device platforms, the difference has become much more pronounced. Ts also stated that the energy used is much smaller and more sensitive. Per request, ts provided the representative with additional technical information on this subject. The lead remains in-service. No patient symptoms or adverse patient effects were reported.